Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn away. It was not confirmed the intensively worn of the tissue pad. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the tissue pad was severely worn, but the probe was not damaged. There was no patient injury reported.